Manufacturer narrative:
The picture was reviewed and no root cause can be determined. However, it was reported that the device is available for analysis. Therefore, once the device is received by the bwi product analysis lab, the evaluation will be performed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a pvc procedure with a navi-star¿ thermo-cool¿ electrophysiology catheter and a damaged tip issue occurred. Device damaged. Before the procedure, the tip of the device was found to have been damaged. Provided a photo. A second device was used to complete the procedure. There was no adverse event reported on the patient. Additional information received on 24-apr-2024. While the catheter was introducing from the sheath, the physician felt a slight resistance. No foreign material was found. Additional information received on 29-apr-2024. There is visible damage at the end of the catheter. On the picture, there is no exposed wire. It is a raised outer sheath of the catheter.

Manufacturer narrative:
It was reported that a patient underwent a pvc procedure with a navi-star¿ thermo-cool¿ electrophysiology catheter. Device damaged. Before the procedure, the tip of the device was found to have been damaged. A second device was used to complete the procedure. There was no adverse event reported on the patient. Additional information received. While the catheter was introducing from the sheath, the physician felt a slight resistance. No foreign material was found. There was visible damage at the end of the catheter. On the picture, there is no exposed wire. It is a raised outer sheath of the catheter. The bwi product analysis lab received the device for evaluation on 28-may-2024. The device evaluation was completed on 03-jun-2024. The product was returned to biosense webster (bwi) for evaluation. Visual and dimensional inspection of the returned device were performed following bwi procedures. Visual analysis revealed that the tip was broken, stress marks close to the breakage area were observed. A dimensional inspection was performed, and the device passed within specification. A device history record was performed, and no internal actions related to the reported complaint were identified. The broken tip and resistance issues reported by the customer were confirmed based on the condition of the returned device. The stress marks suggest that a resistance event took place, the resistance, broken tip, and stress marks could be product of the interaction with another device during the procedure; however, this could not be conclusively determined. The instructions for use (IFU) state that: do not scrub or twist the distal tip electrode during cleaning. Always pull the thumb knob back to straighten the catheter tip before insertion or withdrawal of the catheter. When using the catheter with conventional systems (using fluoroscopy to determine catheter tip location), or with the carto® system, careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. Catheter advancement should be done under fluoroscopic guidance. Do not use excessive force to advance or withdraw the catheter when resistance is encountered. The firmness of the braided tip dictates that care must be taken to prevent perforation of the heart. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).